Event description:
The physician was attempting to place a screw in the patient's hip when the coupling screw broke and a piece of the screw remained in the pt. The physician was eventually able to remove the broken screw with no trauma or injury to the patient.